Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Correction: the correct physician's name should have been dr (B)(6), rather than dr (B)(6).

Event description:
New information reveals that the patient arrived at the emergency room with an open wound and discharge. The device was visible through the open incision at the site of the implanted device pocket.

Event description:
It was reported that the patient was admitted to the hospital with an unspecified infection. The entire pacemaker system, including the right ventricular and atrial leads, was removed. A leadless pacemaker was then implanted on the same day, and the patient's condition remained stable.

Manufacturer narrative:
Further information was requested but not received.